Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 20 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 75% stenosed, 18mmx3.0mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion was pre-dilated with a 3x10 balloon catheter resulting to 85% residual stenosis. Following pre-dilatation, a 20 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. However, during removal, it was noticed that the stent was damaged. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 75% stenosed, 18mmx3.0mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion was pre-dilated with a 3x10 balloon catheter resulting to 85% residual stenosis. Following pre-dilatation, a 20 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. However, during removal, it was noticed that the stent was damaged. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.